Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room due to a sudden drop in flow to 0 lpm where a possible thrombus was suspected. Log file review contained a sudden onset of low flow hazard alarms on (B)(6) 2023 at around 7:39 pm. Prior to these alarms clusters of pulsatility index (pi) events and routine power source changeovers were recorded.

Event description:
Additional information stated that an imaging test was performed, however a thrombus was not confirmed. The pump was rebooted a couple of times at the hospital and the patient was being monitored. It was later reported the thrombus had resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file captured events from 31mar2023 - 01apr2023. A sudden decrease in flow as low as 0 lpm was captured on 01apr2023. Flow did not recover for the remainder of the file, resulting in a sustained low flow hazard. A slight decrease in motor power and pulsatility index (pi) was captured during the observed low flow events. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Furthermore, this IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The IFU and the patient handbook also describe all alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.